Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 97754, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported their implantable neurostimulator (ins) has turned off more than 10 times in the past one and half months. They have not been exposed to any emi recently. When the device turns off the patient turns it back on with their patient programmer. The manufacturer representative was with the patient and checked the impedances and they were fine. They also reprogrammed the patient device and instructed them to keep a diary log of when the ins turns off.